Manufacturer narrative:
H6: medical device problem code should have been 1670 - use of device problem rather than 1260 - fracture.

Event description:
Related manufacturer reference number: 1627487-2024-07114, related manufacturer reference number: 1627487-2024-07118, related manufacturer reference number: 1627487-2024-07119, related manufacturer reference number: 1627487-2024-07121. Additional information was received that during surgical intervention on (B)(6) 2024, one of the leads fractured when the physician tried pulling it.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2024-07118, related manufacturer reference number: 1627487-2024-07119, related manufacturer reference number: 1627487-2024-07121, related manufacturer reference number: 1627487-2024-07114. It was reported that during a lead replacement procedure (related manufacturer reference number: 1627487-2024-00099), the leads adhered and were unable to be removed. Surgical intervention may be undertaken at a later date to address the issue.